Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during implant of an intraocular lens (iol), the handpiece damaged the lens. It appeared the plunger slid over the lens. Additional information was requested.

Manufacturer narrative:
One opened blue company handpiece injector was returned for evaluation for the report of injector overriding the lens and resulting in the lens being damaged. Two photos provided were reviewed. The photos shows an injector and cartridge in the pouch along with wording on the back side of the pouch on the complaint issue. A review of the device history record traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints for the reported issue. The handpiece injector was manufactured in january 2015. A visual inspection of the iol handpiece injector was performed and was deemed conforming. A functional thread to barrel engagement check was performed and deemed conforming. A dimensional plunger position height check was performed and deemed nonconforming. The plunger position was very high. The evaluation does confirm the injector plunger has a high plunger position. A very high plunger position will damage a lens during its delivery through the cartridge. The root cause for the nonconforming plunger height is usually from its use or handling, but when and how the plunger position became very high cannot be determined from this evaluation. This injector has been in service for over four years. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).